Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the reported broken fiber as the fiber was received in three pieces. Visual analysis of the device revealed that the fiber tip was degraded, and burn marks were observed on the connector face. Laser fibers are consumable devices and expected to degrade with use. The console displayed a message that read: treatments used: 0, treatments left: 10. It is likely that procedural handling of the device during set-up and use contributed to the fiber body break. Regarding the burn marks observed on the connector face, this can be caused by misalignment, connector damage and/or the blast shield being damaged. In this case the customer did not mention any issues with the blast shield or alignment. It is likely that the interaction between the console and fiber may have led to overheating, ultimately causing the burning on the connector face. According to the instructions for use (IFU), it states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, the fiber broke on the first use. The procedure was completed using another fiber without patient complications.

Event description:
It was reported that during a procedure, the fiber broke. The procedure was completed using another fiber without patient complications.

Event description:
It was reported that during a procedure, the fiber broke on the first use. The procedure was completed using another fiber without patient complications.